Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the third firing with a white reload to close the enterotomies on the small bowel and the third row on the patient side were not formed. The doctor went back after completing the case with another device and felt that the two rows that were formed was sufficient to hold, so he did not oversew the stapleline. Another device was used to complete the procedure. There was no adverse consequence to the patient.